Event description:
This customer reported that they charged the device for delivery of energy but then shocked a patient inadvertently. There was no impact to the involved patient.

Manufacturer narrative:
(B)(4). This customer reported tht they charged the device for delivery of energy but then shocked a patient inadvertently. There was no impact to the involved patient. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.